Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer also reported blood at site and tape not sticking. It was unknown if the customer was using auto mode or not. The insulin pump was not returned for analysis.